Event description:
It was reported that physical examination revealed: a PICC line in the right upper arm, with no redness, swelling, or rash at the puncture site or surrounding skin. A hard, tubular structure was palpable in the right upper arm. No fever, redness, or swelling of the limb was observed. Right upper limb venous ultrasound revealed: right cephalic vein (upper arm segment) catheter-associated thrombus formation. Right ulnar, radial, brachial, axillary, and subclavian arteries: no abnormalities noted. Right ulnar, radial, brachial, axillary, and subclavian veins: blood flow unobstructed. Consider right upper extremity catheter-related deep vein thrombosis, with a wall-adherent thrombus. The PICC catheter is patent with no thrombus inside. Suspend intravenous infusion in the affected limb. Advise the patient to avoid vigorous or weight-bearing activities involving the affected limb. Initiate oral anticoagulation therapy with rivaroxaban (15 ng twice daily).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.